Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and recommended further evaluation. No adverse patient effects were reported. At this time, this device system remains in service.